Event description:
It was reported that at a post operative check, "the electrodes did not stimulate the generator." The device was changed out to a new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device showed indications of grommet issues (fm) and damaged set screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was a connection issue with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.